Event description:
On (B)(6) 2010, the lay user/patient's guardian contacted lifescan (lfs) alleging that the onetouch ultramini meter displays missing segments. The complaint was classified based on the customer service representative (csr) documentation. The reporter alleged that the issue began on an unspecified date and time in (B)(6) 2010. The reported stated that the patient manages his diabetes with insulin (self adjuster). The reporter claimed that on an unspecified date and time (after the alleged issue occurred) the patient decreased his dose of medication; however, it is unclear as to how much insulin the patient administered. On an unspecified date and time following the alleged issue, the reporter claimed that the patient developed symptoms of nausea, excessive thirst, excessive urination, and fatigue. The reporter, however, denied that the patient received any medical intervention as a result of the reported meter issue. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed symptoms suggestive of severe hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.